Event description:
A surgeon reported separation of the descemet membrane during laser assisted cataract surgery. The surgeon indicates the detachment was caused by gas escaping from the primary and secondary surgical incisions made by the laser. Upon additional follow up, it was reported that the surgery was completed without further issues.

Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).